Manufacturer narrative:
(B)(4). The device was not returned and the serial number was unknown; therefore, no evaluation could be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The patient was hospitalized seven days prior to the date of death. Treatment provided during the hospitalization was not reported and it was unknown if peritoneal dialysis therapy was performed during the hospitalization. Peritoneal dialysis therapy was reported to be stopped on the date of the patient¿s death but it was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. Additional information was requested, but is not available.